Manufacturer narrative:
H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms were confirmed via log file analysis beginning at 13:17 on 06apr2024, intermittent atypical power cable disconnect alarms activated due to faults on the black power cable. The patient changed power sources, but this did not resolve the alarms. At 14:53, the driveline was disconnected, and the controller was powered down consistent with the reported controller exchange. The alarms and power cable faults did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. Provided information indicated that there were no adverse patient effects from the reported event. The returned system controller (serial number: (B)(6) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the controller¿s black power cable was manipulated by hand. Wires within the black power cable were also measured, and did not show any issues that would have contributed to the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's regular follow up in the hospital on (B)(6) 2024, they reported that on 06apr2024 the black power cable of their system controller broke. Power cable disconnect alarms were noted. They exchanged their system controller to their backup system controller. Afterwards, no more alarms were reported. The patient was provided with a new backup system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.